Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with mentor memorygel silicone gel breast implants for unknown indication in 2006 developed a number of illnesses and symptoms, including but not limited to: rheumatoid arthritis, fatigue, joint pain, muscle weakness, joint stiffness, memory loss, cognitive dysfunction, chest pains, itching, nausea, dizziness, numbness in her extremities, issues with her vision, skin rashes, sensitivity to light, and hair loss. On (B)(6) 2017, the patient underwent bilateral explantation of the devices where a gel bleed/rupture of the left breast implant was discovered. No follow up was completed as this is a litigation case. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Silicone gel-filled implant ruptures are most often silent. However, sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Should more information become available, this case will be re-assessed and notes will be updated. This report is for the left side.